Manufacturer narrative:
Additional information was received that no device malfunction was suspected and patient needed full body magnetic resonance imaging (MRI). A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the ipg would not charge and a single contact on one lead was not working. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.